Manufacturer narrative:
The pump was received with no button response due to the lcd keypad connector being unlocked. Unable to perform the idle current, run current, off no power, unexpected restart, basic occlusion, occlusion, prime, no delivery, displacement or self tests or verify the internal clock comparison error alarm due to the button keypad anomaly. The pump was received with minor scratches on the display window, and a cracked reservoir tube lip.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that she was sitting down and the insulin pump fell off of her belt clip and hit the floor. Customer stated that the pump had a rtc/internal clock comparison error alarm. Customer stated that it sort of locked up and she can't push any of the buttons. Customer's blood glucose was 148 mg/dl at the time of the incident. Customer stated that the pump won't clear the alarm. Customer stated that the alarm did not occur during the rewind/prime sequence. Customer stated that there was no visible pump damage. Customer stated that the drive support cap appears normal. Customer was not able to complete troubleshooting. Customer was advised that the pump will need to be replaced. Customer was advised to discontinue use of the pump and revert to a back-up plan.